Manufacturer narrative:
H.6. Investigation summary thirty five sealed and intact 31g x 5mm pen needle samples were returned from lot. No. 9071883, cat. No. 320522. A clog test was carried out on all thirty five samples as per tp700483 and no issues were observed. Investigation conclusion a clog test was carried out on all thirty five samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description no issues were observed with the returned samples therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was clogged. The following information was provided by the initial reporter: "not permeable needles."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was clogged. The following information was provided by the initial reporter: "not permeable needles."